Event description:
It was reported that the atrial lead exhibited far r wave oversensing, consistently sensing the ventricular signals, possibly due to low atrial positioning. The programmed mode was changed to vvi since the patient was in atrial fibrillation the majority of the time.